Event description:
On (B)(6) 2013, the patient underwent a trial procedure to receive two leads (from the same lot). During the procedure, the doctor experienced difficulty implanting the leads due to the patient's anatomy. In turn, the patient experienced pain during the procedure. As a result, the doctor abandoned the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.